Manufacturer narrative:
This report is being supplemented to provide h7 and h9 data. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was not returned to olympus for inspection; however, a photo was provided for visual inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It is likely prolonged use led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasonic surgical shears' resin cover and tissue pad were found to be completely melted and no longer present. The issue occurred during a therapeutic laparoscopic pelvic exenteration, which was completed with an olympus back-up device. There were no reports of patient harm.